Manufacturer narrative:
A4-a6:unk h6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -10.60/4.5/083 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on 05-jul-2023. Refractive surprise is observed. Cause of the event is unknown.

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the lens was exchange and the problem was resolved.

Manufacturer narrative:
Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. B5 - a facility representative reported that following an implantable collamer lens (icl) implantation procedure the lens was exchange and the problem was resolved. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture. Visual inspection found the haptic bent. Dimensional inspection found the lens to be within specifications. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).